Event description:
Reporter alleged the caretaker obtained a result of hi (greater than 600 mg/dl), hi, and 379 mg/dl using advantage system 1, advantage system 2, and advantage system 3 on the customer and then gave him 2 units of an unk insulin. Reporter stated that some time later, timeframe unk, the customer passed out and the emts were called. She reported the emts obtained a result of 20 mg/dl on their system and treated the customer with a shot of glucose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Reporter was unsure which result was obtained on each system. This medwatch report is for the suspect device used in system 1 (lot number 550051, expiration date 03/31/2009).